Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a fem distal procedure, the clip applier felt like it got stuck and could not deploy proper clip. Case completed with another device of the same product code. There were no patient consequences reported.